Manufacturer narrative:
The device has been explanted, and returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the pt's mother requested her son to be explanted, due to multiple handicaps of her child and too little progress in the rehab. The pt was explanted in 2009.